Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs did not confirm the battery charging issue. However, a single occurence of a battery communication issue was observed. Battery testing showed that the battery charged. The device investigation found that the fault was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a "battery inoperable" alarm and the battery would not charge. This resulted in an unexpected restart and power failure of the device. There was no patient injury reported as a result of this incident.